Manufacturer narrative:
Correction b3 date of event ; year valid, event date could not be confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was not possible to connect the mobile programmer base, following a second attempt connection was achieved however during the procedure connection between the base and tablet was lost with no electrogram on the right atrium or right ventricle . There was no patient complications.

Manufacturer narrative:
Product analysis: the device was returned for physical analysis. Analysis was unable to confirm the customer comment the mobile programmer base was unable to connect. Analysis was unable to confirm the customer comment the mobile programmer base lost connection. Analysis reported no functional abnormalities were found with the mobile programmer. It was found at analysis that there were cosmetic defects of the mobile programmer base analyzer connector. Correction: d.2. Product code common device name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.